Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: neu_recharger_acc, product type: recharger. (B)(4).

Event description:
It was reported that the patient fell on the ice on the side where the stimulator was. It was stated that it was unknown ¿if it came undone or broken¿, but it wasn¿t working. When the patient went to turn the stimulator on it wouldn¿t do anything. The batteries were changed in the programmer, but it wasn¿t working. The recharger was also not working. The patient did not feel anything. The patient was redirected to their physician. Additional information was requested, if received, a follow up report will be sent.